Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 3 months. Manufacturing evaluation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction # (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a major bleeding on (B)(6) 2018. The patient called to report dark stools and came to clinic on (B)(6) 2018 for labs. On (B)(6) 2018 hgb was at 8.2 g/dl, inr 1.9 seconds and patient was admitted for blood transfusion and gi consult. The patient on po coumadin daily. Patient was transfused with 2 units of prbcs. On (B)(6) 2018 enteroscopy and colonoscopy were performed. Egd wnl, 4mm ascending colon avm non bleeding, treated with apc. The patient was monitored and discharged to home on (B)(6) 2018. Hgb 9.1 inr 1.6 seconds and no source of bleeding was identified. No further information was provided.